Event description:
It was reported that during a total abdominal hysterectomy and bilateral salpingo oophorectomy procedure, the surgeon stated that device was not properly sealing as he is used to. He had to over sew with sutures every site that he used the superjaw. There were no patient consequences. One device will not be released.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent the device will not be released. Should the device be returned for analysis, a supplemental medwatch will be sent